Manufacturer narrative:
The device subject of the event was not returned for evaluation. Without return of the device, a root cause could not be determined. The DHR for the lot subject of this event was reviewed and no abnormalities were noted. There have been no other complaints associated with this lot. No additional issues have been reported.

Event description:
The user facility reported that the clamp to their endogator irrigation tubing would not stay clamped and leaked post procedure. No report of injury or procedure delay.

Manufacturer narrative:
The customer provided the lot and model number for endogator irrigation tubing for this event; however, the endogator irrigation tubing does not have a clamp as stated in the reported event. No additional issues have been reported.